Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage from tubing. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage with the use of nexiva with connecta stopcock. The customer reported as follows: after venipuncture, the hcp confirmed blood backflow and then saw the blood leaking from the extension tubing. The hcp states that he/she did not do any operation that might damage the ext. Tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage from tubing. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage with the use of nexiva with connecta stopcock. The customer reported as follows: after venipuncture, the hcp confirmed blood backflow and then saw the blood leaking from the extension tubing. The hcp states that he/she did not do any operation that might damage the ext. Tubing.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage from tubing. The following information was provided by the initial reporter. The customer stated: this is a report about blood leakage with the use of nexiva with connecta stopcock. The customer reported as follows: after venipuncture, the hcp confirmed blood backflow and then saw the blood leaking from the extension tubing. The hcp states that he/she did not do any operation that might damage the ext. Tubing.

Manufacturer narrative:
Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and three photos. Visual inspection of the returned sample found that there was a cut to the extension tubing that was located at approximately 1.37¿ from where it connects at the luer adapter. A leak test was performed and leakage was observed only from the cut in the extension tubing. The reported defect was confirmed. During manufacturing, the tubing can become damaged when the tubing is not held properly during one of the handoffs on the line. Due to the location and characteristic of the cut, the defect is most likely related to the manufacturing process. Preventative maintenance and visual inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.